Event description:
The customer reported that a pump alarmed displaying "occlusion" during an infusion of normal saline 100ml/hr. The PICC was flushed and had blood return. The pump continued to alarm and when the nurse assessed the tubing a bulge was noticed below the upper fitment of the pumping segment. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a silicone bulge in the pumping segment below upper fitment during an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing was unable to replicate the bulge. Additional testing of the set indicated that an IV push performed without occluding the tubing above the injection port resulted in a balloon when the device door was opened. The root cause of the balloon was an IV push or flush executed below the pump without first clamping the tubing above the injection port. This action results in excessive pressure within the tubing thus causing the silicone segment to balloon.

Event description:
The customer reported that a pump alarmed displaying "occlusion" during an infusion of normal saline at 100ml/hr. The PICC was flushed and had blood return. The pump continued to alarm and when the nurse assessed the tubing a bulge was noticed below the upper fitment of the pumping segment. There was no patient harm.